Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a possible effusion was noted following contrast injection and before the device was deployed. The patient's vitals did not change, and no symptoms were observed. The device was repositioned and successfully placed in a different location. No further patient complications have been reported as a result of this event.